Manufacturer narrative:
Reason for reoperation: rupture. Clarification to b3 partial onset date: 2024 reported. Clarification to d6a partial implant date: 2018 reported. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "pain, rupture" verified via magnet resonance imaging. This record is for the right side. The device remains implanted.